Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported very red bump raw itching discharge severe skin irritation. Patient sought medical attention and was advised to treat with otc medication (bacitracin). Patient did follow proper skin preparation instructions.